Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally rolled onto the ilet while working under a car, resulting in a cracked touchscreen; the device remained functional and there were no alerts or alarms. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.